Manufacturer narrative:
Evaluation summary: the account used an approved lens/cartridge combination; however, an unapproved viscoelastic was used. The account conducted their own internal investigation and concluded that the material was dry/coagulated viscoelastic from prolonged air exposure. The account changed the way the scrub nurses prepare the cartridge to prevent this reoccurrence. The product was not returned and not enough information was provided from the account for further investigation.

Event description:
A surgeon reported that after intraocular lens (iol) injection into the patient's eye a white substance was observed in the anterior chamber. The iol was left implanted. Postoperatively the patient experienced an anterior chamber inflammation with fibrin deposits on the implant. A decrease in vision was noted at postoperative day 10. Until that day vision was reported to have been "perfect". The patient received intensive steroids treatment for 24 hours and was reported to be improving with vision starting to pick up. The reporter was not able to tell the origin of the substance however suspected it might have come from the cartridge or might be due to the sterilization process at the facility. Additional information has been requested but not received to date. This is one of six reports being filed for this facility.

Manufacturer narrative:
Evaluation summary: the monarch c product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested but not received to date.

Event description:
Additional information was provided by the reporter. The patient was better and no other cases had arisen. A sample of the white substance was tested at the facility's pathology department. Pathology results were reported to be inconclusive. The facility conducted an internal investigation and concluded that the material was dry / coagulated viscoelastic from prolonged air exposure. The facility changed the process scrub nurses follow to prepare the cartridge to prevent this event from reoccurring. Viscoelastic and iols had been quarantined and are now being used again.